Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that it was taking the patient 5-7 hours to charge. The patient stated they were having problems and spoke to their manufacturing representative, because it was taking them 5-7 hours to charge. The patient stated it never reaches full charge, and the thermometer unit screen comes on about an hour after starting charge session. The patient said it happens "probably every other charge session." The patient said he charged sitting in a chair and tried to prevent it from getting covered. The patient said they were experiencing intermittent coupling, because they would get full bars and then it randomly dropped to zero bars. The patient also mentioned his charge only lasted a day. A replacement recharger (insr) antenna was sent to the patient to see if that solves the issue. The patient said they were meeting the manufacturing representative on monday, (B)(6) 2017, for reprogramming. No symptoms or further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer reported that the replacement of the recharger antenna did not resolve taking 5-6 hours for charging, never reaching full charge, intermittent coupling and charge only lasting a day. Patient was still having the same issue; representative tried reprogramming but really did nothing.